Event description:
It was reported that during a follow up in clinic, fusion resulting in post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.